Event description:
False negative advia centaur cp troponin ultra (tni-ultra) results were obtained for two patient samples. The results were considered discordant when compared to the initial positive results obtained on the dimension exl at the first hospital. The patient was moved to another hospital due to the positive results and patient samples were tested on the advia centaur cp. The physician questioned the advia centaur cp troponin ultra (tni-ultra) negative results. A heart catheterization was performed and a stent was set based on the positive dimension exl positive results. After the catherization and stent, a new sample was tested on the advia centaur cp and the result was above the reference range. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00065 on march 19, 2014. 06/03/2014 additional information: the customer sent four samples from the same patient to siemens healthcare diagnostics for further testing and investigation. The samples were tested on the advia centaur cp neat and with hbt (heterophilic blocking tube). The samples were quantity not sufficient (qns) for most of the testing on the dimension exl. Advia centaur cp troponin lot # 084 and dimension exl ctni lot # eb4297 were used during testing. (B)(6). Sample 1 was serum and the customer result was 0.027 on the advia centaur cp. Sample 2 was serum and the customer result was 0.193 on the dimension exl. Sample 3 was plasma and the customer result was 0.064 on the advia centaur cp. Sample 4 was plasma and the customer result was 0.033 on the advia centaur cp. Dimension exl normal range: 0 to 0.133 ng/ml, advia centaur cp range: 0.02 to 0.06 ng/ml, customer cut-off: 0.04 ng/ml. The advia centaur cp in-house results were similar to the results obtained by the customer. The patient samples were not positive for nonspecific binding. The testing indicates a sample specific issue. The dimension exl results were positive. The cause for the discordant troponin ultra results is unknown. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
The cause for the discordant troponin ultra results is unknown. Siemens has requested the patient sample for further testing. The patient's clinical history is unavailable. The quality control was acceptable. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."